Event description:
A materials manager reported that during a glaucoma filtration surgery, the shunt was clogged and the procedure was converted to a trabeculectomy with no pt impact. Additional information has been requested.

Manufacturer narrative:
The sample was not returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause could not be determined. There were no other complaints reported in the lot. Multiple attempts have been made to obtain additional information. (B)(4).